Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported an implantable neurostimulator (ins) with reduced treatment times. It was noted that there was no effect on the treatment. Nothing known to have led to the event. Troubleshooting was noted as nurse tried to reprogram the consumer. It was unknown if the issue was resolved. The device was explanted. The consumer¿s medical history included incontinence. There were no further complications reported and/or anticipated.